Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the instrument associated with this report has not been returned to the warsaw complaint handling unit. It was possible to confirm the reported observation in review of a provided product photo. The root cause is attributed to design. This instrument code is no longer being manufactured for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the root cause is related to design. This instrument code is no longer being manufactured for distribution. Mre not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total hip arthroplasty, while the surgeon was hammering on the a straight broach impactor the pin broke off, the patient was not harmed .